Event description:
It was reported that the customer received a low alarm, and receives inaccurate blood glucose readings. The blood glucose will show 65 mg/dl, and when she tests her blood glucose will be in the 90's mg/dl. The insulin pump would go into threshold suspend. The customer stated that they lost their sensor and transmitter. The customer's current blood glucose was 165 mg/dl. Advised to call if the several alarms continue. Nothing further reported.

Manufacturer narrative:
Please reference medwatch 3004209178-2015-80807. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.